Event description:
It was reported, the camera head had a small torn/split in the cable. The issue was found on inspection. Following decontamination of the device, for a laparoscopy diagnostic procedure. The device was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. And the reported failure was confirmed. The device evaluation found a tear in the cord. No new failure events were identified, during the inspection. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head had a small torn/split in the cable. The issue was found on inspection, following decontamination of the device for a laparoscopy diagnostic procedure. The device was completed with the same device. There were no reports of patient harm.